Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was showing disconnected mode. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were showing disconnected mode. A technical support specialist dialed into the station bpop and bper, checked that the station was cleared from any disconnected mode icon and confirmed with the customer that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was showing disconnected mode. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.